Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 263, 255, 280 and 259 mg/dl. The customer¿s expected am fasting blood glucose test result is 250 mg/dl. The customer feels well and did not report any symptoms. Daughter stated that on (B)(6) 2021 she had called the ambulance, as customer was clammy, "out of it" and not able to answer questions when asked. Customer's blood glucose test result when taken by emt's was 750 mg/dl non-fasting and customer was taken to the hospital. Customer was diagnosed with hyperglycemia and was treated with IV insulin. Customer was discharged from the hospital on (B)(6) 2021 with a new prescription for basaglar. During the call, a blood test was performed by the customer non-fasting and produced test result of 263 mg/dl using true metrix air meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/24/2021 and test strips have been open for one month. The meter memory was reviewed for previous test result history (date/time not set; customer confirmed all results are am fasting): (B)(6).